Manufacturer narrative:
Product event summary: manufacturer's analysis found that the external pulse generator's (epg) output connector assembly was broken, the hanger assembly was contaminated, and the keypad was scratched. The epg was repaired and updated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator (epg) was returned for an advisory repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.